Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported false positive events that occurred while testing her children using the cue covid-19 test for home and over the counter (otc) use. The customer reported the children subsequently tested negative with an unspecified test from walgreens. No further information including date of events, cartridge lot number, cartridge serial number, reader serial number, number of patients, if a repeat cue covid-19 test was taken, or outside confirmatory test dates and brands.